Event description:
It was reported that several alerts were delivered for high hv lead impedance. Both the rv to svc and svc to can vectors showed high "hvli". The svc coil was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.